Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. It was reported that the healthcare professional (hcp) wanted to perform a dye study because the patient was experiencing increased pain. The patient stated that the hcp wanted to check to see whether the catheter came loose or whether there was a hole in the catheter. The patient reported that the pump was flopping around in the pocket and that he questioned whether the pump was sown down during surgery. The patient wore a brace over the pump after surgery and it helped a little. The patient stated that the pump was causing him pain and soreness from the pump flipping on its side. It was also reported that the pump got caught on things. The patient said he had a 10-12% increase, but that did not help with the pain. The event date was reported as (B)(6) 2015. It was noted that the situation was being managed by the hcp. Follow-up has been conducted for the cause of the pump flip, troubleshooting steps taken regarding the event, interventions taken to resolve the event, and the results of the dye study. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient on 2016-02-16 indicated that he had 2 upcoming appointments: one with his managing healthcare professional (hcp) on (B)(6) 2016 and another on (B)(6) 2016 with another hcp. He stated that he needed to talk to his managing hcp to see if he would refer him to the other hcp for surgery and if he didn't, he would not get the other hcp he had the second appointment with to do surgery for him. He reported that he had had 3 surgeries and that the last one was in (B)(6) 2015. He stated that he wore a belt for 6-8 weeks to help it heal up. He took the belt off one night, took a shower, bent over, and the pump flipped on its side. He stated that the pump first flipped on its side at the end of (B)(6) 2015. The patient stated that he did nothing in activity level to cause this. He restated that he wore a belt for about 6 weeks to help it heal and stay in place; he reportedly put it on right after his surgery in (B)(6). The pump started flipping in no time at all after he took the belt off. He stated that "over the months, it's been doing this" and "I really think it's caused a leak in the line because my lower back pain is a lot worse." He stated that he finally told his hcp that he thought the line had a hole in it because he had a lot more lower back pain, and the hcp said "then we probably need to do surgery then." He reported telling his managing hcp 2 or 3 times that the pump was loose and moving around; he stated that he couldn't get a good answer from him and was "pretty much just told" to live with it. He stated that he had had pump changes before and knew "this was not right." Additional follow-up was conducted with the patient regarding the details of the other surgery reported and clarification regarding the patient's report that he knew "this was not right." If additional information is received, another follow-up report will be sent.

Event description:
Additional information was received from the patient on (B)(6) 2016. The patient reported that in (B)(6), he went to (B)(6) by car and when he got home, he bent over and the pump flipped half way. Since then he had been dealing with the loose pump. He saw a healthcare professional 10 days previously; the hcp did an x-ray, but found no noticeable anomalies in the catheter. The patient was convinced that there was a hole in the catheter because about two months previously, he started to get less effective therapy. The patient was waiting for the hcp's office to call on (B)(6) 2016 to schedule the revision surgery.